Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the vertical lines showing were due to defective cable and circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope cable exhibited vertical lines coming in image (subject not visible), also the cable and circuit board were defective. There was no patient involvement.